Event description:
It was reported that patient reported that their implantable neuro stimulator (ins) was sliding around in their pocket. It was reported that the patients ins site was sore to the touch and fears it could be infected. Sliding had gone on for the past couple of weeks and seemed to be getting worse. Patient stated that it was very uncomfortable to sleep. Additional information has been requested but is not available at the time of report.

Event description:
It was further reported the patient still had concerns with their device or therapy and had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3587a, lot# l37582, implanted: (B)(6) 1996, product type: lead; product ID 7495-51, serial# (B)(4),implanted: (B)(6) 1996, product type: extension. (B)(4).